Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h10. It has been identified that this record, mrn 9617229-2025-10520, is a duplicate of mrn 9617229-2025-07957. Please see mrn 9617229-2025-07957 for reportable events.

Event description:
Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 9617229-2025-07957 as the operating record related to this complaint.

Event description:
Patient reported via voluntary medwatch unknown side severe, persistent breast swelling, asymmetry implant malposition (one implant has dropped, one elevated), radiation of pain into arms, radiation of pain into neck, noticeable redness, burning, stinging, shooting, tightness, fluid accumulation and leakage which I have felt burst through my skin without injury inexplicable, skin reactions, burning, discoloration, peeling, and lesions" and "chest area rashes skin burning sensation, "uncontrollable anxiety, panic, and distress¿ and ¿physical and emotional strain." Patient additionally reported symptoms of consisted with breast implant-associated anaplastic large cell lymphoma (bia-alcl), fatigue that is relentless and worsens over time, neurological symptoms including tingling, nerve pain, infected alloderm, subsequent infection of the silicone implant, and cancer all not related to the device. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5168524, mw5168523, mw5168521, mw5168522, mw5170459, mw5170560. The event of "fluid" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid accumulation and leakage which I have felt burst through my skin without injury inexplicable".